Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4 g7 h2 h10 h11. Corrected fields: d10 date changed to 12/16/2021. On 08dec2021, it was noted that it was initially reported in error that the device was returned to the manufacturer on 11/22/2021. The device has actually been returned to the getinge wayne, nj, facility and has subsequently been shipped to the manufacturer in suzhou china for evaluation on 08dec2021. Device was delivered and received by china on 12/16/2021. The device has been returned to the china factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). The investigation including the following contents has been conducted: 1. Analysis of production: (3331): the DHR of the reported lot 3000171881 has been reviewed. No non-conformity indicating the reported failure was observed. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the knob can be tighten and also can tighten the link arm. 2. Trend analysis: (4110): in the last 12 months, 09-nov 2020 to 09-nov 2021, the occurrence rate for ¿knob difficult/ unable to tighten- arm does not lock¿ is approx. (B)(4)%. There¿s no similar complaint reported for this lot 3000171881. 3. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105) returned product evaluation: the device was received on dec.16th, 2021, the following contents have been done: 1) physical inspection: no visual defects were observed on the product; 2) functional test: assemble the device securely onto a reference retractor blade by sliding the positioner base onto the rail and locking the lever. Evaluate the knob for its ability to tighten the flexlink arm while the locking lever in both the locked and unlocked positions. The knob was rotating normally, the knob can be tightened and flexlink arm can be tightened. 3) disassemble the device and check the assembly status according to the applicable manufacturing process instructions knob assembly mp-bh-0004. It is found that the lead-in thread on acme nut was broken. 4) verify 2 to 4 threads of the acme screw are exposed past the housing mount. It shows about 3 threads out of the housing mount, the returned product is conforming to this requirement. 5) check the pilot crimping and its position, the pilot crimping is conforming, without defects on it, and its position is there without moving. 6) the dimension of the relevant components are measured and within drawing specification, no deficiency indicating the knob tighten and flexlink arm tighten issue was observed. There's no non-conformity observed indicating the acme nut thread broken or defect from raw material inspection. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tighten and also can tighten the link arm. Complaint historical data (4109) has been reviewed, the failure knob difficult/ unable to tighten-arm does not lock happened before and has been investigated. The knob rotating idling or stuck was caused because of the misalignment of acme nut and acme screw lead in thread, when rotating the knob by pulling the arm forward with extreme strength, or rotating anti-clockwise rapidly for several circles and then rotating the knob clockwise rapidly, or rotating the knob leaner with too much strength, the acme screw could not be well engaged or even not engaged with acme nut, then rotating become stuck or idling, which resulted in the knob could not be tighten, and link arm could not be tightened. Based upon the above evaluation, there¿s no deficiency identified from production relevant to the mechanical issue- knob difficult/ unable to tighten-arm does not lock prior to this complaint. It is not indicated that it is the product problem, and also not indicates a manufacturing defect caused or contributed to the reported failure during the investigation. The most probable root cause of the knob difficult/ unable to tighten-arm could be the misalignment of acme nut and acme screw when using with extreme strength pulling flexlink arm forward or rotating the knob rapidly or leaner with too much strength.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I positioner, they were attempting to initiate use of the positioner but the knob would not "catch" and tighten the shaft of the positioner. They untwisted it a bit and tried again. The second time, they were able to tighten the shaft. There were no patient effects.